Event description:
The customer reported that the device would not shut off. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device would not shut off. There was no reported patient involvement. A philip field service engineer evaluated the device and confirmed the reported symptom. The processor pca was replaced to resolve the issue. The device passed all performance assurance tests and was put back into service.